Manufacturer narrative:
The two screws placed at t10 were found to be bending at the proximal end of the screw 1-year post-op. At the next follow-up 2-years after the operation, the two screws at t10 were found to be fractured at the proximal end of the screws. The surgeon has decided to not remove the fractured screw shanks as they are embedded in bone. Therefore, the implants were not returned for evaluation. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. Due to the inability to replicate surgical conditions and the forces experienced by the screws post-op, the exact cause of the failure cannot be determined at this time.

Event description:
It was reported that creo amp screws were found broken post operatively.